Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customers blood glucose level was 430 mg/dl at the time of incident and the current blood glucose level was 135 mg/dl. The customer reports no symptoms related to high blood glucose level. The customer was treated with insulin for high blood glucose event. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.